Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Customer alleged that a correction bolus was not calculated correctly by the pump. Customer entered blood glucose value again and bolus calculation was correct. There was no impact to the customer's blood glucose level.